Event description:
On 01 august 2022 it was reported to anika that a 4.75 peek slik was eyelet broke during insertion on a white patient of unknown age and demographics during a lateral ankle stabilization procedure. The procedure was completed by using a second slik device. There was no report of any negative patient impact or delay in the procedure. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case was reviewed and re-assessed and determined to be reportable on 18 jan 2023. This case is still under investigation by the manufacturer. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case was reviewed and re-assessed and determined to be reportable on 18jan2023. This case is still under investigation by the manufacturer. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. There was no photo of the malfunctioned device and the device was not returned to the manufacturing plant for analysis. There was no negative patient impact reported. The batch record was reviewed. There was no nonconformances documented in the manufacturing record. All product manufactured are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information. Supplemental information: based on additional information, it was determined that the eyelet of the suture holding tip broke and not the eylet. A review of the batch record was performed and there was no nonconformance documented in the manufacturing record. All product manufactured are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 01 august 2022, it was reported to anika that a 4.75 peek slik was eyelet broke during insertion on a white patient of unknown age and demographics during a lateral ankle stabilization procedure. The procedure was completed by using a second slik device. There was no report of any negative patient impact or delay in the procedure. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case was reviewed and re-assessed and determined to be reportable on 18jan2023. This case is still under investigation by the manufacturer. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. There was no photo of the malfunctioned device and the device was not returned to the manufacturing plant for analysis. There was no negative patient impact reported. The batch record was reviewed. There was no nonconformances documented in the manufacturing record. All product manufactured are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 01 august 2022, it was reported to anika that a 4.75 peek slik was eyelet broke during insertion on a white patient of unknown age and demographics during a lateral ankle stabilization procedure. The procedure was completed by using a second slik device. There was no report of any negative patient impact or delay in the procedure. The current status of the patient is unknown. Additional information was solicited.